Event description:
Customer reportedly received the following results on the inform system within 10 minutes: 408 mg/dl, 187 mg/dl, and 124 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.